Event description:
Screwdriver tip broke interoperatively while inserting a screw. This resulted in a surgery time extension of 60 min. The screw head was cut off and the thread left in the bone. There was no adverse patient consequence reported as a result of this situation.